Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic catheterization procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel approximately 6 mm in size. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient had no complications during the procedure. Within two days post discharge, the patient developed an abscess at the groin site. The patient went back to the hospital on (B)(6) 2012 and was sent to surgery to have debridement done at the access site and cleaned of infection. A surgical removal of all the infected tissue from the groin site was performed. The patient did well and was administered IV and oral antibiotics. The patient was discharged from the hospital on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned, therefore a physical investigation could not be performed. There is no evidence to suggest that the device did not meet specification or perform as intended per the instructions for use (IFU). The mynxgrip vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Based on the information provided, the cause of the reported local infection could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic catheterization procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel approximately 6 mm in size. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient had no complications during the procedure. Within two days post discharge, the patient developed an abscess at the groin site. The patient went back to the hospital on (B)(6) 2012 and was sent to surgery to have debridement done at the access site and cleaned of infection. A surgical removal of all the infected tissue from the groin site was performed. The patient did well and was administered IV and oral antibiotics. The patient was discharged from the hospital on (B)(6) 2012 with no reported clinical sequela. On (B)(6) 2012, the aci sales professional stated that the patient was originally scheduled to be discharged from the hospital on (B)(6) 2012, but the patient was not discharged until (B)(6) 2012, as the patient was diabetic and the patient did not heal as quickly as the physician had hoped. No further complications were noted after the patient was discharged.

Manufacturer narrative:
Describe event or problem is being updated